Manufacturer narrative:
No product returned for eval. Should new relevant info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized due to elevated blood glucose levels. Reportedly, the customer was still connected to the pump while being hospitalized and experienced fluctuating blood glucose levels.